Event description:
It was reported that the tip of of a cage inserter shaft broke off intra-operatively. The tip was recovered from the patient and discarded; there were no impacts to the patient.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h4 and h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed a portion of the threaded tip has fractured off. Additionally, the impact knob is loose on the shaft. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied to the tip during use and wear through use over time. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of of a cage inserter shaft broke off intra-operatively. The tip was recovered from the patient and discarded; there were no impacts to the patient.